Event description:
A male patient presented to emergency with right lower quadrant abdominal pain - to surgery for laparoscopic appendectomy. While being prepared for surgery and the site being clipped; the patient's skin was nicked on the side of abdomen.